Event description:
Enteral feeding bags are shipped with flo clamp in half clamped position causing tubing to kink; when loaded in pump creates upstream occlussion causing pump to alarm "no flo". Pt stated there were 12 bags found in this condition out of a 30 bag case. This is a persistent problem with this product. This is the third time agency has reported this problem with this product to co. 05/27/98 call from pt's spouse to report add'l delivery required-12 enteral bags found to malfunction as before. Only 2 bags left to go. Agreed to ship tomorrow. Pt had a problem with a total of 8 bags from last delivery. Operations informed. Decision to provide a box early. Return defective product to MFR total of 11 bags last 2 deliveries. Suggestion to replace pump with a different MFR. Refused based on father (elderly gentleman) is primary caretaker and he feels unable to learn another pump to be effective. Call from pt's spouse 10/31 complaining of pump indicating dose complete. New pump provided. 11/3 call from pt's son reporting pump alarming "no flo"-explained that his father called because he had inadvertently set the dose limit on the pump. However new pump is malfunctioning. Call back within 15 mins to report pump is again alarming "no flo". Agreed to make home visit after 5pm. 11/3 6pm to pt's home for purpose of pump exchange. Son and spouse reiterated pump history. Changed pump on pole with a new flexiflo iii. Observed the pump running at a rate of 200ml per hr in the office before bringing to the pt's home. Observed for 1/2 hr at 100 ml hr in the pt's home. Further investigation revealed the pump bags were "defective" in that they were rec'd by the spouse with the flo clamp 1/2 clamped causing the tubing to have a kink in it upstream from the drip chamber. Took the remainder of that case to the office for eval. Pt has another case in residence. Nov 4-pump eval in the office by 2 staff revealed pumps are operating without a problem, however, when used with the "kinked bags" from the pt's home it would operate exactly as the son described "without a problem for a while and then would alarm "no flo"; call to home and spoke with spouse to report findings; will report to ross and return sets for eval. Discussion re: behind in fluids/formula and patency of g tube; both son and spouse (capable carepartners) reassured rptr formula had remained on schedule and patency of the tube was a non-issue; attempt to perform a physical assessment on the pt refused by the spouse.